Event description:
Patient initially reported there had been a black line going through the display for a few months but the line did not interfere with viewing the values. The meter was returned for evaluation. Preliminary results from (B)(6) 2013 show the line on the display distorted the decimal point and digit during the simulation test; therefore, misinterpretation is possible. No physiological effects were reported. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The meter was evaluated. The investigation unit observed that the location of the line on the display does distort the decimal point and digit during the simulation test. Therefore, misinterpretation is possible. Failure analysis indicated that the meters lcd was defective due to a crack in the fpc (flex pc board) causing the display failure.